Manufacturer narrative:
We are awaiting additional details regarding the incident and will submit the follow-up report once the evaluation is completed.

Event description:
Received report that a stent was deployed and when they did the angio to check the stent, it was noticed that it was fractured. No other details were provided.